Event description:
The manufacturer representative reported a patient with an e-coli infection. Lab results confirmed the presence of e-coli; however, the hcp is unsure of the source of the infection. The patient was experiencing fever, chills and increased spasticity. The patient had a groshong catheter (which was removed), an intrathecal drug delivery pump and greenfield filters. The drug used in the pump is lioresal 2000 mcg/ml with a dose of 575 mcg/day. The hcp was considering sending the drug in the pump for testing, to rule it out as a source, but was unable to do; so it was discarded. The patient was treated with IV antibiotics while in the hospital and was discharged on oral antibiotics. The hcp does not suspect the infection is related to the pump, which remains implanted. The hcp plans to see the patient again in november when the patient is scheduled for their next pump refill. On 10/19/2007: additional information received from the hcp indicates the patient is currently unresponsive. The hcp does not feel the event is related to the pump device and that it remains implanted in use. The patient status is reported as "still resolving" the hcp was unwilling to provide any further information and declined to provide patient or device information.